Event description:
It was reported that the patient presented in clinic. An x-ray revealed that the right ventricular lead was placed in the incorrect chamber. The lead was removed. The patient was stable.